Manufacturer narrative:
A review of the manufacturing and sterilization paperwork has been conducted. The review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications. The following additional devices were involved in this event: lot# 8904595 MFR. Report# 2017233-2011-00358. Lot# 8899761 MFR report# 2017233-2011-00359. Lot# 8899760 MFR. Report# 2017233-2011-00360.

Event description:
On (B)(6), 2011, a pt underwent endovascular treatment of a thoracoabdominal aneurysm. It was reported that a visceral bilateral renal artery bypass using four gore hybrid vascular grafts was also performed. The pt tolerated the procedure. It was reported to gore that on an unk date, the pt's renal artery bypass had shut down and the pt had become septic. The pt expired on an unk date. It is unk if an autopsy was performed.